Event description:
It was reported that the stylus touch pen would not hit accurately on the programmer screen, even after changing pens and going through the calibration process. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).